Manufacturer narrative:
A ge svc rep performed an onsite investigation. The batteries, tank and x-ray tube were evaluated and replaced, and a filament and generator calibration were performed. The hv cable was cleaned and greased. The system was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys displayed an overload fault error message. This error may cause the sys to shut down. There is no report of injury or death associated with the event described in this complaint.